Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their display is cracked or damaged and that the top of the screen is hard to read. His blood glucose is unknown. The customer reports that the displays looks as if there is a feather in the screen and is unsure of how exactly the damage occurred but believes that the pump may have been dropped. The insulin pump is returning for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Also, missing segment/partial display due to complete damaged to the lcd glass. Insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.